Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. The field service engineer (fse) performed troubleshooting to address the communication issue. The station was inspected, and coordination occurred with local information technology (it). The mac address and ip address were provided for reserving the ip address for the station. The system functioned as intended after the field service engineer investigated the issue.